Manufacturer narrative:
Investigation summary: one used 2432-0007 infusion set with inline filter was received and tested by our quality team with the customer's complaint of leakage. The set was primed and infused with saline solution and a leak at filter vent was noticed. This verified the customer's complaint. The filter was visually inspected under high power digital microscope and no abnormalities were noticed. The set and filter were then washed using di water and allowed to dry completely. Once washed the filter performed as intended and no leak was noticed. The root cause of this leakage is unknown but this issue has been seen in the past as a result of surpassing recommended use time causing a breakdown of the hydrophobic filter vent membrane. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that a leak was found in the IV tubing filter causing fluid to leak out.